Event description:
It was reported that during a lap chole procedure, the trocar was not maintaining pneumo. The sleeve was replaced and the original olive plug was left to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.